Event description:
It was reported that during an unknown procedure, the tip of the shears broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.